Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed during the manual prime and insulin was squirting out. Blood glucose reading was 135 mg/dl. Troubleshooting was performed and no anomalies were noted. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for a compromised force sensor system. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked reservoir tube lip, missing end cap sticker, and a cracked end cap.